Event description:
The healthcare professional reported that a patient underwent a mechanical thrombectomy procedure of a neurovascular occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown); the patient experienced bleeding during the procedure. The bleeding occurred after removal of the thrombus using the complaint device. According to the information provided by the agency, the bleeding may have been due to the ¿approach to the distal more than the lesion.¿ it was reported that the current patient status is unknown; it is also not known whether any treatment or intervention was performed due to the reported event. Future planned treatment schedule is not known. Concomitant devices are unknown; however, a microcatheter and aspiration catheter were used. The embotrap iii device is not available for evaluation. On (B)(6) 2022, limited information was provided. The information indicated that the doctor¿s opinion was heard through the agency. No further information was provided for the following: medical intervention / medication taken for the bleeding, whether hospitalization was prolonged due to the bleeding, clinical symptoms that may have resulted from the bleeding such as paralysis, and the current status of the patient.

Manufacturer narrative:
Manufacturer¿s ref. #: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. Conclusion: the healthcare professional reported that a patient underwent a mechanical thrombectomy procedure of a neurovascular occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown); the patient experienced bleeding during the procedure. The bleeding occurred after removal of the thrombus using the complaint device. According to the information provided by the agency, the bleeding may have been due to the ¿approach to the distal more than the lesion.¿ it was reported that the current patient status is unknown; it is also not known whether any treatment or intervention was performed due to the reported event. Future planned treatment schedule is not known. Concomitant devices are unknown; however, a microcatheter and aspiration catheter were used. The embotrap iii device is not available for evaluation. On (B)(6) 2022, limited information was provided. The information indicated that the doctor¿s opinion was heard through the agency. No further information was provided for the following: medical intervention / medication taken for the bleeding, whether hospitalization was prolonged due to the bleeding, clinical symptoms that may have resulted from the bleeding such as paralysis, and the current status of the patient. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage secondary to vascular injury is a well-known potential complication associated with the use of the embotrap iii in mechanical thrombectomy procedures. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are patient and procedural factors including vessel characteristics, clot burden/characteristics, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. Since intracranial hemorrhage is considered a serious injury and the relationship of the embotrap to the reported event cannot be excluded, the event meets MDR reporting criteria. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 01-feb-2022. [Additional information]: on 01-feb-2022 additional information was received. The information indicated that it is unknown if the procedure was prolonged by the event. ¿the physician did not mention the delay.¿ the entire clot was successfully removed. All other information could not be obtained. E.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.